Event description:
A customer contacted baxter technical service center regarding an increased intraperitoneal volume (iipv) while using the homechoice system. The fill volume was 2000ml, and the drain volume was 3266ml, which meets iipv criteria. The home pt (hp) originally called for a low drain volume alarm and a caution negative ultrafilitration (uf) alarm, which are addressed in separate complaint reports. When the hp called, the drain volume was 1574ml. By the end of the call, the drain volume was 3266ml. The technical service representative (tsr) asked hp if he had bypassed any drains recently, and hp said no. Tsr asked if hp did any manual therapy during the day, and hp said no. Hp stated that he was not in any pain or discomfort by the end of the call. Hp stated that he had a similar problem in drain 3/6 in the past, which is addressed in a separate complaint report. Tsr had hp start drain and stand up while draining. Hp drained at a normal rate until reaching 3266ml. At this point, the machine moved over to fill 4/6, and the tsr had hp press stop. Tsr advised hp to end therapy early and swap the machine. Tsr also advised hp to call the nurse in the morning and let her know about ending therapy early due to an iipv. A swap was initiated. The service representative and home pt discussed the use of capd (continuous ambulatory peritoneal dialysis) for therapy until the replacement device arrived. The nurse was contacted and stated that the pt was feeling well. He received a new machine and is continuing with therapy as usual. No other information was provided.

Manufacturer narrative:
The device has not yet been received by baxter for evaluation testing.